Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had leakage. The following information was provided by the initial reporter: material # 304657, batch # 4193533. Verbatim: rcc received a complaint via email. Email(s) attached. Product sku: (dnqsyringe 10ml ll bns) 153239 vendor part no 304657 product lot number: 4193533 complaint details: "date of incident 4/11/2025 no patient harm involved. Detailed description of the concern: 10ml syringe is leaking from tip when 25g needle is attached."

Event description:
No additional information.

Manufacturer narrative:
One sample was received by our quality team for evaluation. The sample showed no damage or defects and passed all testing; therefore, the reported incident could not be verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, a root cause could not be established as no defects were observed. This incident has been added to our database of reported incidents.